Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, user and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Dental equipment llc (dba marus) initiated a recall on 06/10/2011 to add a tether to the lens heat shield/cover to keep it from falling off the dental light if it is not re-installed properly. The FDA closed this recall on 10/26/2012 (please reference FDA recall z-2834-2011). Marus notified the distributor of the recall numerous times while the recall was open. The distributor responded back to marus and acknowledged the recall but apparently the distributor did not install the tether kit at this one particular dental practice. After following back up with the doctor's office on (B)(4) 2013, the doctor's office informed marus the tether kit was installed on the dental light during the prior week.

Event description:
A dental hygienist was performing routine medical treatment to a pt when the lens heat shield/holder fell off the dental light and onto the pt's face causing a burn. The dental hygienist informed marus on (B)(6) 2013 that the pt left the doctor's office after the incident and went to see a dermatologist for the burn. The pt also asked the dental office for reimbursement for the medical bill from the dermatologist visit. Several attempts wee made to determine the type of medical treatment provided to the pt, however, marus was not able to obtain this info from the dentist office.